Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 45mm abdominal aortic aneurysm. Aneurysm and vessel morphology was reported as the proximal neck diameter was 22mm. It was reported that during the index procedure the patient had a calcific shelf at the left edge (on angio) that caused difficulty in advancing the contra limb past the margin of the flow divider. The contra device was removed and a 14fr sheath was placed in the attempt to pass the obstruction. Then an 8 mm balloon was passed and inflated. A 16fr sheath was then inserted and passed to a level proximal to the flow divider to facilitate stent graft device placement. Device was delivered through the sheath to the proper height, sheath retracted and device deployed. A planned flared extension was then placed in the right common as planned. Final run exhibited an endoleak of unknown origin. Concern for possible fabric disruption (type iii) vs. A type IV endoleak -blushing prompted the physician to place ¿kissing¿ 16 mm endurant limbs with the expectation that this will resolve either endoleak. Due to the high creatine level, the physician chose to forgo additional contrast run and will perform standard follow-up per protocol. The patient will be monitored. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak); lack of information (unknown cause of endoleak). Conclusions: inherent risk of procedure (endoleak, difficult); lack of information (unknown cause of endoleak).